Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had dizzy spells. Review of remote transmissions revealed lead noise on the right ventricular lead. The patient's device was reprogrammed until a lead revision could occur. The lead was capped and replaced on (B)(6) 2018. The patient felt fine.